Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/08/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2012 with the following findings: a review of the black box showed the boluses reported by the patient. Two boluses were performed via the pump and one from the meter, and all three were accurately recorded in the pump history. There were no unprogrammed boluses found in the pump history during investigation. There were no issues with keypad button responsiveness observed during investigation. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be confirmed or duplicated during investigation.

Event description:
On (B)(6), 2012 the reporter, the patient's mother, contacted animas to report the pump history recorded several bolus doses that the user did not program. On (B)(6), 2012 at 12:00 pm the patient experienced the symptom of weakness, and her blood glucose level was tested to be 42 mg/dl and 59 mg/dl. The patient was treated with oral glucose, juice and food; she did not seek emergency medical attention. The patient's subsequent blood glucose readings were 70 mg/dl, 60 mg/dl and 125 mg/dl. The patient reported four boluses in the pump history for (B)(6), 2012 that she did not program. The issue was not resolved. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after the issue of unprogrammed boluses occurred, and received treatment with glucose and carbohydrates. Therefore this complaint is being reported.